Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) battery exhibited critical battery alarm at greater than or equal to twenty five percent capacity. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed two (2) critical battery alarms involving (B)(4) around the reported event date. The first critical battery alarm was on (B)(6) 2018 at 17:27:29. The data point prior to the critical battery alarm, at 17:15:11, revealed that the battery was at 91% rsoc. During the critical battery alarm, the battery dropped to 5% rsoc. The second critical battery alarm was on (B)(6) 2018 at 19:33:18. The data point prior to the critical battery alarm, at 19:24:08, revealed that the battery was at 42% rsoc. During the critical battery alarm, the battery dropped to 9% rsoc. During this instance, the battery was not the active battery, yet still dropped capacity. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery's cell pairs performed as expected. However, anomalies were noted regarding the relative state of charge (rsoc); during an instance, the rsoc was not estimating the capacity correctly. As a result, the reported event was confirmed via log files analysis and functional testing. Based on the available information, the most likely root cause of the reported event can be attributed to a relative state of charge estimation error, which resulted in the battery's capacity decreasing below 10 % rsoc, triggering a critical battery alarm. If information is provided in the future, a supplemental report will be issued.